Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received: the right ventricular lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition during and post procedure.

Manufacturer narrative:
The reported events of oversensing and noise were confirmed. As received, a complete lead was returned in two pieces, measuring 7.9 cm and 57.1 cm. An external insulation abrasion breaching the optim sheath was noted at 46.0 to 46.7 cm from the distal tip, consistent with friction to the device can. Additionally, an internal insulation abrasion was noted breaching the ring electrode cable lumen underneath the right ventricular shock coil, with abraded coating of the ring electrode cables. The cause of the reported events was due to internal insulation abrasion underneath the right ventricular shock coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a patient notifier. Review of the transmission revealed non-sustained oversensing due to noise on the right ventricular lead. The patient's implantable cardioverter defibrillator was programmed with therapies off, and the patient was discharged from the hospital with a life vest. Further intervention was discussed but was not performed. The patient was in stable condition.